Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® precision glide¿ multiple sample needle had foreign matter on device cannula / needle, or any fluid path component. The following information was provided by the initial reporter: the customer stated, "before use, the customer found a black foreign matter on the needle tip."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for fm on needle with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is that the black fm was attached to the IV needle in the assembly process.

Event description:
It was reported with the use of the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated "before use, the customer found a black foreign matter on the needle tip.